Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that half an hour after the start of treatment using a prismaflex m60 set ckt, the membrane of the arterial pod was found to be broken. This led to a leak of an unspecified amount of blood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, photographs of the sample were provided for evaluation. The review of the provided pictures shows the presence of blood on the prismaflex control unit, near the location of the access pressure pod. It also shows a syringe with a needle with blood traces. These pictures verify that an external blood leak occurred. However, the provided pictures are not clear enough to see the impacted pod's membrane. It is not possible to confirm whether the impacted pod is damaged or if its membrane is broken. Therefore, it is not possible to identify what caused the blood leak. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.